Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button harder to pressed. Customer's blood glucose value was unknown. Customer stated that insulin pump was take longer time to rewind and battery life was diminished. Customer stated that insulin pump was received one or two random no delivery alarm. The device will not be returned for analysis.